Manufacturer narrative:
After a cardiac ablation procedure with a varipulse catheter, the patient experienced stroke with no symptoms. A magnetic resonance imaging (MRI) that was performed and showed a stroke. No symptoms of stroke but the medical team did an MRI a few days after the procedure which revealed a stroke. No action was taken because the patient was good with no sign of stroke. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31663396l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
After a cardiac ablation procedure with a varipulse catheter, the patient experienced stroke with no symptoms. A magnetic resonance imaging (MRI) that was performed and showed a stroke. There was suspicion of stroke when the patient was awakened after ablation procedure using the varipulse catheter. 23 ablations were made in the atrium, and the activated clotting time (act) was estimated at 361 at the end of the procedure. The patient was confused at the moment when waking up from general anesthesia but there were no symptoms of hemiplegia or clinical evidence of stroke. The physician was informed of the fact that the patient was confused but no abnormality, so no action taken after that. No symptoms of stroke but the medical team did an MRI a few days after the procedure which revealed a stroke. No action was taken because the patient was good with no sign of stroke. There were no anomalies observed during the procedure. Additional information was received, indicating the adverse event was discovered after the procedure, without obvious symptoms (mild confusion on waking). A brain scan was performed in post-op (MRI not possible because patient too agitated) giving no lesions but computed tomography (CT) not very sensitive to recent lesions. MRI was done on the day of discharge confirming the presence of a stroke, visible brain damage. The outcome of the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization of 4 days. Initially, patient was planned to be discharged on (B)(6) 2025 but was actually discharged on (B)(6) 2025. The physician¿s advised there was no obvious cause for the adverse event. The force sensing ablation catheter used was varipulse (no force sensor but tpi visualization). The force visualization features used were graph and dashboard. The color options used prospectively were other: complete ablation of 3 pulses + dark purple. The sedation used was general anesthesia.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).